Event description:
It was reported that a malfunction occurred on the customer's pump. There was no reported impact to the customer's blood glucose level. Technical support helped them to reset the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump, with instructions to call back if any issues reappear.